Event description:
It was reported that the bur broke off and hit the doctor during a procedure. The case was completed successfully with a 5 minute delay. There was no treatment or medical intervention required as a result of this event. No further information has been provided at this time.

Manufacturer narrative:
Device is not available for return.